Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of erosion as follows: "caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion."

Event description:
Health professional reported an alleged erosion "around the buckle" of the lap-band system. The pt does not have a history of infection. The lap-band system was explanted without replacement. Additional info has been requested, but the reporter has not further info.